Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and via a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI of their lumbar spine yesterday. Caller stated the patient was having the MRI because they were having lower back pain, but about two thirds of the way through the MRI, the patient reported feeling like they were being electrocuted and in severe pain. Caller stated no one knew the patient had a stimulator and therefore, presumably, the guidelines were not followed and implant wasn't turned off or put into MRI mode. Caller saw the patient this morning, turned off the battery, and the patient is still complaining of pain and twitching. The device was not put into MRI mode or turned off for the MRI. Caller confirmed they checked the impedance and there was a high impedance on electrode 3. The patient was being transferred to a different hospital and the physician there is trying to reach someone who could help talk to them about MRI safety or if anyone has ever experienced anything like this. The caller was not with the patient at the time of the call. Agent provided technical services number for healthcare provider to call if needed. Agent reviewed that if physician decided to explant the system, it can be returned for analysis. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had an MRI of their back, lumbar spine, yesterday and, following that, the patient started to complain of being electrocuted. The pt did not disclose to the MRI staff that they had a device. The pt has been incarcerated for some time and has not had a controller/handset for some time. Caller stated that various phone calls were made and at one point someone called the urologist on call and they eventually got a hold of the representative and another representative saw the patient this morning in the ER. The representative interrogated the unit and noted that the lead was intact, but contact 3 had high impedance. Grace turned the device off and the patient continues to complain that they are being shocked. Caller noted that when the rep interrogated the ins initially, it was on. The patient does not have a controller and no one had a controller per caller. Caller mentioned that they have done nothing with the patient related to managing their system since they have essentially take the pt on from their previous doc because the patient didn't have a programmer. Caller also mentioned that patient has a foley catheter in and the patient has a neurogenic bladder. Caller noted that if she had been managing the patient when the pt had the ins place, she would not have elected to implant interstim given the pt's medical history (neurogenic bladder). Caller is wondering if it is possible from an electrical standpoint for the device to be off and giving the patient electric shocks. Caller reiterated that mdt rep was confident that they had connected to ins and turned it off, but pt still complains of 'deep inside' electrocution. Agent reviewed MRI guidelines with the caller. The issue was not resolved through troubleshooting, caller not with pt. The caller may elect to remove the system, agent reviewed sending product back for analysis if she does. Agent reviewed considerations around mris outside of labeling.